Event description:
It was reported that core wire detachment occurred. A concomitant left atrial appendage (laa) closure and pulsed field ablation (pfa) procedure was being performed. After the pfa procedure, the laa closure was performed. It was noted the transseptal puncture (tsp) had been performed under transesophageal echocardiogram (tee) imaging. A watchman access sheath (was) and 24mm watchman flx pro closure device and delivery system (wds) were prepped and inserted. The wds was deployed in the laa yet prematurely detached from the core wire. Despite premature detachment, correct placement of the closure device within the laa was confirmed. The procedure was concluded. There were no patient consequences. The patient was discharged. In the physician's opinion, it was suspected there was incorrect wds prep from a newer scrub technician prepping the device.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman flx pro delivery system (wds) was analyzed, and the reported event of core wire detachment was not confirmed, as clinical circumstances could not be replicated. Device analysis of the returned wds with no implant returned, consisted of visual inspection which revealed numerous kinks in the sheath. Microscopic inspection found tip damage as the tri-cuts were flared, and abrasions were within the wds sheath tip. There was tip damage which is consistent with deploying and recapturing the implant. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. H6: component code changed from changed from part/component/sub-assembly term not applicable to cover and tip. H6 evaluation method code changed from device not returned to testing of actual/suspected device, analysis of production records, and incomplete device returned. H6: evaluation result code changed from no device problem found to deformation problem and operational problem identified. H6: evaluation conclusion code changed from cmc-no problem detected to unintended use error caused or contributed to the event.

Manufacturer narrative:
D6a implant date: corrected from (B)(6) 2024 to (B)(6) 2024. It was corrected that the original aware date of the event was 11/22/2024. Device evaluated by MFR.: the returned watchman flx pro delivery system (wds) was analyzed, and the reported event of core wire detachment was not confirmed, as clinical circumstances could not be replicated. Device analysis of the returned wds with no implant returned, consisted of visual inspection which revealed numerous kinks in the sheath. Microscopic inspection found tip damage as the tri-cuts were flared, and abrasions were within the wds sheath tip. There was tip damage which is consistent with deploying and recapturing the implant. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that core wire detachment occurred. A concomitant left atrial appendage (laa) closure and pulsed field ablation (pfa) procedure was being performed. After the pfa procedure, the laa closure was performed. It was noted the transseptal puncture (tsp) had been performed under transesophageal echocardiogram (tee) imaging. A watchman access sheath (was) and 24mm watchman flx pro closure device and delivery system (wds) were prepped and inserted. The wds was deployed in the laa yet prematurely detached from the core wire. Despite premature detachment, correct placement of the closure device within the laa was confirmed. The procedure was concluded. There were no patient consequences. The patient was discharged. In the physician's opinion, it was suspected there was incorrect wds prep from a newer scrub technician prepping the device.

Event description:
It was reported that core wire detachment occurred. A concomitant left atrial appendage (laa) closure and pulsed field ablation (pfa) procedure was being performed. After the pfa procedure, the laa closure was performed. It was noted the transseptal puncture (tsp) had been performed under transesophageal echocardiogram (tee) imaging. A watchman access sheath (was) and 24mm watchman flx pro closure device and delivery system (wds) were prepped and inserted. The wds was deployed in the laa yet prematurely detached from the core wire. Despite premature detachment, correct placement of the closure device within the laa was confirmed. The procedure was concluded. There were no patient consequences. The patient was discharged. In the physician's opinion, it was suspected there was incorrect wds prep from a newer scrub technician prepping the device.